Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr). After the preparation of both xt clips (50617r1057 and 50617r1058), an additional slow controlled translation with the dc handle was performed. Air bubbles were observed in the dc system to the dc sleeve. An additional slow controlled translation was performed and no additional bubbles were observed. Both clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure.